Manufacturer narrative:
H.6. Investigation: three photos were received by our quality team for evaluation. From the photos, one photo of the needle blister package and two photos of the shelf carton was observed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. As no affected samples were received, retained samples were analyzed and no defects were observed. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that the needle 23ga 1-1/4in was blocked when applying the vaccine and venting the syringe. The following information was provided by the initial reporter, translated from german to english: "the cannulas are blocked" "the problems appears with the vaccines moderna, biontech and astrazeneca, but specially with biontech and astrazeneca" "the issue did not appear while drawing up medication but when applying it after the cannula had been exchanged. More specifically while venting the syringe."

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle 23ga 1-1/4in was blocked when applying the vaccine and venting the syringe. The following information was provided by the initial reporter, translated from german to english: "the cannulas are blocked" "the problems appears with the vaccines moderna, biontech and astrazeneca, but specially with biontech and astrazeneca" "the issue did not appear while drawing up medication but when applying it after the cannula had been exchanged. More specifically while venting the syringe."